Manufacturer narrative:
An event of incomplete coaptation (leaflet incomplete coaptation) was reported. The reported incomplete coaptation could not be replicated in a testing environment due to the device condition. It was observed that the leaflets were dehydrated during returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and returned device analysis, the root cause for the reported incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for an implant. During the procedure, it was noted that the device had incorrect leaflet function.leaflets cannot close properly. According to the physician, the leaflets were not capable of closing completely, leaving a gap between them. Device was replaced with a new 25mm navitor valve that successfully completed the procedure. The patient is stable.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for an implant. During the procedure, it was noted that the device had incorrect leaflet function. Leaflets cannot close properly. According to the physician, the leaflets were not capable of closing completely, leaving a gap between them. Device was replaced with a new 25mm navitor valve that successfully completed the procedure. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of incomplete coaptation (leaflet incomplete coaptation) was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the device had incorrect leaflet function. Leaflets cannot close properly. According to the physician, the leaflets were not capable of closing completely, leaving a gap between them. Based on the available information, the root cause for the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.